Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The customer's blood glucose level was 298 mg/dl. The customer reported that she thought the insulin pump was not delivering her insulin like it should. The customer declined troubleshooting for high blood glucose level because they feel the insulin pump was not working. The insulin pump will not be returned for analysis.